Event description:
The nurse reports a balloon leak of the fecal management device in critical care unit patient. It was further reported the leak issue was noted prior to usage.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional info was requested but, no additional patient or event details have been provided to date. Should additional info become available, a f/u report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2014 indicating that the issue was due to the clinician using the irrigation port by mistake thinking it was the fill (inflation) port. There are two cases associated with this product; therefore a separate FDA form 3500a has been generated to address the other case. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 01/02/2015.

Manufacturer narrative:
Additional information was received on (B)(6) 2015. Third party manufacturer reviewed the routers for lot # 13vm51915 and no deviations or discrepancies were noted. The lot was manufactured without incident. The retain samples from the same lot were inspected and found to be functional and non-defective. Each retain sample tested functioned properly and without incident. After a thorough batch record review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 07/28/2015.